Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 2.

Event description:
The sleeve wrinkles and does not pass through an incision of 2 mm.